Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR and adverse event problem. The reported event is considered confirmed. Associated product was returned and visual examination found the dovetail feature exhibits damage (flared out and compressed) reference attached print and photograph. The distal surface exhibits damage in various areas reference attached print and photograph. Verified product identifiers with gages. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. As the dovetail is flared on one side and compressed on other, this is an indication of misalignment between the insert and the implant. The root cause is attributed to use error.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04027. Concomitant medical products: articular surface size ef 10 mm height, item#: 00596403210, lot#: 64256045. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, it was found that the articular surface would not seat properly. After another attempt, it still could not be implanted. The same type of product was replaced and the operation was completed. There is no additional information at this time.